Event description:
The customer reported to vyaire medical that the avea user interface module (uim) went dark. The unit kept ventilating but no values could be seen. There was no patient harm reported from this event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation:the reported issue was not confirmed or duplicated. The uut was tested and was found to be functioning as intended.